Event description:
The customer contacted baxter's after hours call service regarding a system error 2240 alarm (air in line), which occurred on the homechoice during dwell 1 of 5. The patient was connected at the time of the reported event and did not disconnect at any time prior to the event. According to the patient, a supply bag got disconnected and the solution was leaking on the floor. The patient discarded the samples and started over with new supplies. No clinical consequences for the patient have been reported. Proper procedures per the user manual were reviewed with the patient. No sample is available for evaluation.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.